Event description:
It was reported to the manufacturer by the end user, per the end user, patient was turning herself in bed. When she grabbed the assist rail on the bed frame, it came loose from the bed and she fell to the floor. The patient was sent to the hospital for evaluation and sustained a bruise to the right side of the forehead. Complaint# (B)(4) and ra# (B)(4) were entered into our system to have the rail returned to joerns for investigation. As of this writing, the rail has not been returned.